Event description:
It was reported that incoming data indicated during use of atrial lead, undersensing at times may prematurely terminate atrial tachy cardia/atrial fibrillation (af) events. The atrial lead remains in use. No patient complications have been reported as a result of this event.